Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use in the ureter in a ureteroscopy procedure performed on (B)(6)2018. Reportedly, the laser unit used was a lumenis p100 console. According to the complainant, during preparation, the laser fiber broke from the connector when it was connected to the laser console. The procedure was completed with another flexiva ID 20 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results the fiber was returned broken into two pieces with the break occurring at the point where the strain relief meets the connector. The first piece consisted only of the connector and measured approximately 4.6 cm. The second piece measured approximately 314.4 cm from the break including the distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on september 7, 2018 that a flexiva ID 200 laser fiber was opened for use in the ureter in a ureteroscopy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis p100 console. According to the complainant, during preparation, the laser fiber broke from the connector when it was connected to the laser console. The procedure was completed with another flexiva ID 20 laser fiber. There were no patient complications reported as a result of this event.